Event description:
Patient representative reported right side implant removal from textured to smooth due to the concerns of the product. Healthcare provider confirmed. Patient also reported exchange from textured to smooth due to concerns with the product. Patient additionally reported right side pain and hardness. Healthcare provider additionally reported "right side pain, possible right side capsulectomy as well as an exchange from textured to smooth due to concern with the product." Healthcare provider later reported "capsular contracture baker grade IV". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. Anxiety product/procedure: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient representative reported, right side implant removal from textured to smooth, due to the concerns of the product. Healthcare professional confirmed. Patient also reported, implant exchange from textured to smooth, due to concerns with the product. Patient additionally reported, pain and hardness. Healthcare professional, additionally reported, "right side pain, possible right side capsulectomy. As well as, an exchange from textured to smooth, due to concern with the product". Healthcare professional, later reported, "capsular contracture, baker grade IV". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, pain, visibility/palpability, capsular contracture, baker grade IV.